Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
During manufacturer product analysis for a vns generator explanted for reported end of service, it was identified that c6 capacitor was leaky. The reported "end of service" was duplicated in the (B)(6) laboratory. The supply current tests did not meet functional specifications. These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition. A battery life estimation resulted in -0.02 years remaining before the eri flag would be set. However, results of the longevity prediction confirm that the end of service (eos) condition was an expected event. As a result, the extent to which the c6 capacitor may have contributed to the end of service (eos) condition cannot be determined. The increased current consumption was isolated to a leaky capacitor (c6). With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the increased current consumption was identified to be a leaky capacitor, c6. The cause for the c6 capacitors increase in leakage could not be determined.